Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) via the representative reported that this patient's device system delivered morphine with a concentration of 2.5 mg/cc at a dose of 2.2 mg/day, bupivacaine with a concentration of 1.2 mg/cc at a dose of 1 mg/day, and fentanyl with a concentration of 25 mcg/cc at a dose of 22 mcg/day. The lot numbers were not obtainable and unavailable. The patient also took clonazepan 2 mg at night and tazadone 1 tablet at 12 hours. The patient was allergic to dipyrone. The date of implant was noted as approximate. The patient attended a consultation with the specialist due to pain in his back and legs. An interrogation was performed via the physician programmer which determined the pump motor was blocked. A medical board determined to explant the pump and the physician prescribed oral medication. The pump was reported as explanted. At the time of the report the issues was reported as resolved and the patient's status was reported as alive-no injury. Additional information was requested to clarify indications for use and cause of the stall. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative (rep) regarding a patient receiving intrathecal therapy via an implantable infusion pump. It was reported that the indication for use was back failed. It was also noted that the cause for the motor blockage could not be established because of the "pump block". The device was returned to the manufacture for analysis.

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and a stall was due to shaft-bearing. Analysis of the catheter (unknown lot number) found no significant anomaly. The sc connector was damaged at explant. (B)(4).

Event description:
On (B)(6) 2015, the representative confirmed that that the pump was explanted to be analyzed and that the entire catheter was explanted. No further information was received regarding the "bomb was not reattached" or if a new system was implanted. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
.

Event description:
On 12-11-2015 it was further reported that the intrathecal engine block "was esplada to the winery to determine the engine immobilizer. The bomb was not reattached." Additional information was requested to clarify this recent information. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Evaluation conclusion code no longer applies.

Event description:
Additional information was received from a company representative (rep). The cause of the blockage could not be determined. It was reported that the indication for use was also pain and spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.